Event description:
A review of data from (B)(4) 2018 was unable to verify premature depletion. No further relevant information has been received to date.

Manufacturer narrative:
Brand name, corrected data: the initial MDR inadvertently reported an incomplete brand name.

Event description:
The patient¿s neurologist reported that they are convinced that this patient is not receiving therapy. No other relevant information has been received to date.

Event description:
It was reported that the physician believed the patient's generator had prematurely depleted. A review of the available data was unable to assess premature depletion due to lack of more recent data. The generator's device history records were reviewed. The generator passed final quality and functional specifications. The generator was laser-routed. No further relevant information has been received to date.